Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the grasper tip broke off in a patient. Although there was patient involvement, there was no adverse consequence.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: arthroscopy grasper tip broke off in a patient.(piece was retrieved) probable root cause could be broken jaw due to excessive force. The device manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the grasper tip broke off in a patient. Although there was patient involvement, there was no adverse consequence.